Manufacturer narrative:
Philips service cleaned the power connector and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the device failed to start due to unstable 5v power supply on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.